Manufacturer narrative:
(B)(4). Conclusion: off-label, unapproved, or contraindicated use (used for pre-dilatation of lesion). Device evaluation: the event was confirmed; there was a leak coming from the balloon. The root cause could not be conclusively determined however, the patient¿s anatomy may have contributed to the event.

Event description:
A reliant balloon was used in a patient during the endovascular treatment of a thoracic aortic aneurysm. The physician used the reliant balloon to pre-dilate the native artery in a lesion with 40% stenosis and minor tortuosity in the aortic arch. There was no abnormality noticed during the inspection before use. The lesion was pre-dilated one time by inflation of the reliant balloon of 1.5 atm for 1 second and 30% stenosis remained after the pre-dilatation. It was reported that during the surgery, contrast agent leakage occurred after the one inflation attempt. The balloon was removed from the patient and another reliant balloon was used to treat the patient. The physician stated there was no injury to the patient. No clinical sequelae were reported and the patient is fine.